Manufacturer narrative:
Initial and final MDR 1897451 - device 3 of 3. E1: patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that three infusion sets fell off during use which led to low blood glucose level of 110 mg/dl on (B)(6) 2024. The infusion set in use for 1 hour. The patient replaced infusion set and resumed insulin successfully. No further information available.